Event description:
Undocumented number of undocumented incidences of an inability to effectively deliver medication via the clave port. The customer's usual practice is as follows: in the pre-op holding area the pts' IV sites are accessed; the primary IV administration sets are primed and infusions of lactated ringers solution are begun. Secondary IV administration sets are primed with unspecified doses of ancef or clindamycin and are connected to the distal clave ports of the primary IV sets. When the roller clamps on the secondary sets are unclamped, it was reported that the medication would not infuse through the clave port. The problems were resolved by either disconnecting and reconnecting the secondary sets from the clave ports, replacing the secondary tubing sets, or occasionally replacing the primary tubing sets. It was reported that most often the anesthesiologist withdrew the medication from the container into a syringe, and manually administered the medication into the pts' IV access catheters. Reportedly, these interventions were required due to the facility's standard practice to deliver these medications 15-30 minutes prior to surgical incision. There were no reported adverse pt effects or delays in therapy associated with these incidents. Though requested, no add'l info was provided.